Event description:
It was reported that a peritoneal dialysis patient passed away. Prior to passing away, the patient was hospitalized for an unspecified indication. Treatment information was not reported. The patient passed away while in the hospital due to an unknown cause. Dianeal and extraneal therapies were ongoing until the time of death. It was not reported whether the patient was connected to the homechoice at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.